Event description:
Reportable based on device analysis completed on 24jun2015. It was reported that leak occurred. The target lesion was located in the forearm shunt. A 26 advantage encore balloon catheter inflation device was selected for use. During preparation, it was observed that the air infused through the stop cock could not be done properly. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good. However, device analysis revealed the gauge reading inaccuracy.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A stopcock was not returned with the device. Visual inspection of the device observed the gauge needle was reading below the zero zone. A test gauge and stopcock were used for functional analysis. No issues were noted during the device locking mechanism test. Pressure damping test to ensure the unit falls from 13atm to 0atm within 1 second was performed and the unit passed. Leak test at 2atm, 13atm & 26 atm to determine the presence of leaks. No air bubbles were emitted from the device at 2atm and 13atm, however when the pressure was being increased to 26atm, bubbles were emitted from the device at 22atm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).